Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent total knee explant, one (1) locking compression plate and ten (10) cortex screws were removed because of infection. A zimmer biomet was also planned to be removed but was unsuccessful. The surgery was completed successfully without a surgical delay. The patient outcome was good. This complaint involves eleven (11) devices. This report is for (1) 4.5mm ti broad lcp® plate 11 holes/206mm. This is report 1 of 11 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> product code #: 426.611 . Synthes lot #: 4696231. Supplier lot #: n/a. Released to warehouse: 10mar2004. Manufactured by: monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.